Event description:
It was reported that a patient enrolled in the (B)(4), underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, the patient underwent a manipulation on (B)(6) 2011 due to stiffness. No components were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿